Event description:
The dealer stated the forks have bent on the chair three times. The dealer stated the consumer does not abuse the chair.

Manufacturer narrative:
Follow up to be sent if additional information is received.